Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and the display was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received cracked case at the display window corner and cracked reservoir tube lip.